Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has abnormal impedances on one of his leads. Caller reports they are trying to set up brain sensing for the patient but are not able to due to the high impedance. Caller is wondering if they can do adaptive programming on one side of the patient. Technical service specialist reviewed that it is possible to do so on one hemisphere. The issue was not resolved through troubleshooting. This started awhile ago and was documented in (B)(6) 2020.